Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra-operatively during a cranial resection procedure, registration did not go well. Navigation was discontinued for the procedure. Inspection would be performed on the following day to investigate the cause. There was no delay to the procedure and no reported impact on patient outcome.